Event description:
It was reported that revision surgery was performed. It is unclear from the information provided whether the revision occurred (B)(6) 2010 or on an unknown date in 2014. Three dislocations reported, followed by a hospital stay of 9.5 months. Rashes, infection and back problems reported.